Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (53 mg/dl). Reportedly, customer believed that low bg level was caused by emotional stress and was unrelated to pump or supplies. Customer ate a cracker to treat low bg level.